Manufacturer narrative:
Returned product consisted of a watchman delivery system (wds) and the watchman access system (was) . The shaft and implant were examined. The tip of the wds was damaged with portions of the tri-cut tip folded in the lumen. The inner diameter (ID) of the was was measured with a calibrated pin gauge set; the maximum ID of both ends of the sheath was 0.167". The od of the delivery system was measured with a calibrated laser micrometer; the maximum od of the undamaged portion of the shaft was 0.16354". Functional testing was conducted by advancing the wds through the was. The wds advanced with no resistance. The implant was measured and was confirmed to be consistent with the reported size. There was anchor damage on the implant. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed 24 april 2017. It was reported that the wrong size closure device was used. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system (was) and a 21mm watchman ® laa closure device & delivery system (wds) were used. The interarterial septum of the patient was smaller than most people's. The physician felt resistance when they advanced the was through the femoral vein and felt that the distal portion of the was had more tension than usual. It was harder to control than usual and the physician felt the distal of the was had more stress. The closure device was deployed and partially recaptured three times with no difficulty recapturing the closure device . On the third deployment, the marker bands of the wds and was were matching, so the was pulled back. However, the was and wds did not separate. The physician thought the size of the closure device was incorrect. The procedure was not completed, but the patent was stable throughout the procedure with no complications. However, device analysis revealed that the tip of the delivery system was damaged with portions of the tri-cut tip folded in the lumen.